Event description:
It was reported that the patient is able to flip their device under their skin. The patient had been seen with high lead impedance and the physician noticed that the patient was able to flip the device on his own. The physician speculated that the patient flipping the device may have caused a lead break, resulting in high lead impedance. The patient was scheduled for a full revision. The physician plans to place the new generator in the patient's back so the patient can't touch it. The high lead impedance is reported in MFR. Report # 1644487-2025-10259. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term "migration" is not available. (Note that although migration is an available medical device problem code, in this report's context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event). H3. Code 81: device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was further reported that, per the physician, the patient's mother reported that the patient would not keep his hands off the incision and ripped bandages off within first 4 days post-op. The suspected cause of the patient's device "flipping" is patient interference. Non-resorbable sutures were not used in the previous vns surgery.